Event description:
It was reported that patient presented to ER not feeling well. Low rate was reset due to t wave oversensing which caused losing atrio-ventricular synchrony. Right ventricular sensing was reprogrammed to resolve the issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.